Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the stent of a 3.5x12mm xience sierra stent delivery system (sds) was noted to not be mounted on the proper position on the balloon during preparation of the device. The sds was not used. The procedure was successfully completed with an unspecified xience stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgment; however, factors that may contribute to stent dislodgement include, but are not limited to, manufacturing damage, damaged during shipping, and inadvertent mishandling by user during dispenser removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.